Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to verify prime/fill anomaly and perform the occlusion test, prime test and excessive no delivery test due to compromised force sensor system alarm during basic occlusion test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked lcd window, stained end cap sticker, stained back address label, broken belt clip slot and minor scratched lcd window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when he was trying to charge his pump, he pressed the act button to prime and the pump started to squirt insulin. His blood glucose is 169 mg/dl. He stated that he tried to change his infusion set 4 to 5 times and every time the insulin would squirt out. During prime rewind troubleshooting, the customer said that insulin was squirting out during the manual prime process. He was advised to disconnect from the pump. The customer was not able to complete troubleshooting because he said that he doesn¿t have a new set to use. The customer attempted to fill with the same infusion set. The insulin pump will be returned for analysis.